Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar disc herniation procedure used: decompression internal fixation it was reported that intra-op, the screw plug slide. The screw came in contact with the patient but did not break. Screw plug was replaced to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual the thread has started to peal away from the body of the screw at the very beginning of the threads. This damage is consistent with misalignment of the set screw. If information is provided in the future, a supplemental report will be issued.